Event description:
As reported by the user facility information by bbm sales organization in switzerland: "overinfusion" according to the customer: "a nurse is caring for a patient having therapy in course. The drug, noradrenaline, is administered at a rate of 0.4 mcg/kg/min. The nurse decides to decrease the flow rate to 0.02 mcg/kg/min. Secondly, it stops the infusion of the medicine. Following a disturbance in his vital parameters patient, the nurse notes that the syringe pump is administering to new noradrenaline at 0.4 mcg/kg/min. The syringe pump is then arrested and isolated for analysis."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). Examination carried out by: (B)(6) 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: n030004. 2.5 hours of operation: 12594. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No abnormalities were found in the device and alarm history. (History files are attached to the pc notification). 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (41-01-077) on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. In the area of the lc-display could be found a pixel error. (Pictures are attached to the pc notification). 3.3 functional inspection: a functional test was performed. The device passes the self-test. A bbraun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,86%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 (see lab results attached to the pc-notification). 3.5 disassembling: the device was disassembled and the inside was investigated. It could be found a damage on the lower housing. No other damages were found inside the device. (Pictures are attached to the pc notification) 3.6 test equipment: description: typ nr.: lab.-ID.-nr. N/a . N/a. N/a. 3.7 for examination used disposables: description: ref.: lot: omnifix 50ml (B)(4). 22k30d8004. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: n/a.